Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced.

Event description:
The user facility reported that a 6fr angio-seal vip device was used on the patient and they believe that the device was missing the collagen plug and anchor. They stated that they used the device as normal however, when deploying, the device came straight out and appeared to her that nothing deployed. They held manual pressure and checked the patient pulses and had no further issues. The patient was stable, and the procedure was successful. The estimated blood loss was less than 250cc. Additional information was received on 22 arp 2022: the procedure taking place for the patient when the issue occurred was a left heart catheterization using a 6fr terumo pinnacle sheath. An angiogram of the femoral artery was taken at 1523 and then the deployment of the angio-seal device was at 1528. There were no issues concerning access; access with 4fr mini kit, and then transition to 6fr sheath with no complications.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).